Manufacturer narrative:
Retainer ring = black customer complaint: event date: (B)(6) 2021. The customer reported that the insulin pump had a blank display. The customer also reported that the insulin pump had a stuck button alarm. Functional testing to be performed/completed: the insulin pump was received with a scratched case and a pillowing keypad overlay. The test p-cap/reservoir does lock properly inside the reservoir tube. Device powered up properly after battery installation. No blank display noted. Device passed the keypad voltage test, displacement test, sleep current measurement, active current measurement and self test. Device history file/traces download was successful using thus and carelink upload was successful. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. The pump was monitored and no unexpected powering off or blank display noted. There was no unexpected power error 25, low battery alert, replace battery alert or replace battery now alarm in the formatted history file on the event date: (B)(6) 2021. However, power loss alarm was recorded and found in the formatted history file on: (B)(6) 2021 12:34:55.000 alarm alert notification to (B)(6) 2021 19:48:33.000 alarm alert cleared. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms or pump error 63 alarms in the formatted history noted during testing. All buttons functioning properly. No stuck button alarm noted during the testing. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. Device was cut open to perform visual inspection and found corrosion on the j1/pcb1 connector. No loose electronic components noted. However, corrosion was also found on the battery tube, electronic assembly and vibrator assembly noted. No corrosion or moisture damage on the force sensor and motor assembly noted. Pump error 61 (stuck key alarm) was recorded and found in the formatted history file on the event date. (B)(6) 2021 12:04:08.000 alarm alert notification, (B)(6) 2021 12:11:47.000 alarm alert notification and (B)(6) 2021 12:14:01.000 alarm alert notification due to moisture damage on the electronic assembly. Failure analysis summary: device powered up properly after battery installation. Device was monitored for several days and no unexpected powering off or blank display noted. No audio anomaly noted. The insulin pump's buttons are all functioning properly. No stuck button alarm noted during the testing. However, the insulin pump alarmed stuck button according in the formatted history file due to corrosion on the electronic assembly. Corrosion was also found on the battery tube, electronic assembly and vibrator assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. The customer stated that the insulin pump alarmed during calibrating. Customer stated that insulin pump went blank. Customer stated that insulin pump was alarming in background. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.